Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb malfunction. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the u/d pulley wire fluid damage, the r/l pulley wire fluid damage, the segment broken, the operation channel buckled, the insertion flexible tube (ift) buckled, the distal body cracked, the segment corroded, the forward body frame corroded, the lg prong corroded, the ccd driver pcb corroded, the lg prong top corroded, the electrical connector corroded, the air/water nozzle deformed, the insertion flexible tube (ift) leaky, the root brace rubber cut, the objective lens unit scratched, the lcb distal cover glass dirty, and the segment hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.